Event description:
The physician started with an 041 system but could not reach thrombus so he changed out for an 032 system and he could reach. The result was failure.

Manufacturer narrative:
The info that we have with regard to this incident was supplied by our distributor. We have not been able to contact the physician or hospital directly. The products were not returned to us and we are filing the MDR based on the info we have received. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009.